Event description:
On 09/30/2021, it was reported by a sales representative via sems that an ar-6480 pump started to over-pressure. This was discovered during use in a rotator cuff procedure performed on 09/30/2021. The pump was stopped before extravasation occurred. The tubing was swapped out before the case progressed. The case was completed using the complaint pump with no patient effect.

Manufacturer narrative:
The complaint is not confirmed. No problems found.